Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: upon visual inspection, it was observed that the center of the device handle had broken and separated into two pieces. Additionally, the complaint device was missing the holding sleeve component. No damage or defect was noted to the remaining features or components of the returned device. No dimensional inspection could be performed due to post manufacturing damage and device geometry. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint was confirmed as the handle of complaint device had broken, and the complaint device was missing the holding sleeve component. Although no definitive root-cause can be determined, it¿s possible that unintended forces were applied to the device and/or the holding sleeve was lost during handling of the instrument. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a routine inspection the small hexagonal screwdriver with holding sleeve was noticed to have cracked. When the reported device was tested, it was easily broken. There was no patient involvement. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).